Event description:
It was reported there were problems with recharging. The stimulator may have been overdischarged. The patient's charger was involved in a fire in 2007. The stimulator pocket was loose and the stimulator was flipped. The manufacturer rep instructed the patient to recharge with both sides of the stimulator. The patient attempted a physician recharge mode 3 times on each side by flipping the device. Several weeks later, there were telemetry issues. The therapy had been off since late 2007 (reason unknown). The manufacturer technical representative recommended trying another charger. A power on reset condition had occurred following an overdischarge. A physician programmer was used to clear the power on reset. The patient programmer did not work and did not have the updated software version, the rep will get an updated programmer for the patient.